Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 62-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support for escalation of care from an impella cp pump. Post impella 5.5 placement, the sterile sleeve was noted to be ripped. The patient was stable and remained on impella 5.5 support. It is unknown how the ripped sterile sleeve was addressed.

Manufacturer narrative:
The investigation into the reported product damage (sterile sleeve damage) has been completed since the original report was filed. Clinical notes detail that the sterile sleeve was found to be ripped after the insertion of the pump. No product was provided for evaluation. The cause of the sterile sleeve damage was not determined as the product was not returned for analysis.